Event description:
Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company rep regarding a male pt of unk age and initials, with a relevant medical history of a cyst on the knee. The pt's knee was drained of 10 cc's of fluid after receiving the synvisc-one injection. The reporter stated that the pt might have had the knee drained prior to receiving the synvisc-one injection. Treatment for the event included: ice, elevation, and a steroid injection into the knee. No further info was provided. As of the date of receipt of this report, the pt outcome was unk.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.